Event description:
A disposable pt breathing circuit with peep valve was used in conjunction with a pneupac parapac with alarms ventilator in an MRI environment on a pt. The peep valve contians a spring made on a pt. The peep valve contains a spring made of a ferrous material. When the MRI equipment was turned on, the breathing circuit disconnected from the ventilator and the pt and according to the person who reported the incident, "flew up to the ceiling". The user removed the peep valve when reconnected the pt circuit to the ventilator and the pt. The pt suffered no negative consequences. The MRI procedure was then performed on the pt.